Event description:
A customer reported a system message displayed during surgery, indicating the footswitch was not connected. The footswitch was switched out and the case was completed. There was no pt impact reported.

Manufacturer narrative:
The customer ordered a replacement footswitch and cable to resolve their reported problem, system messages (sm) "footswitch not connected at system start up, or footswitch disconnected when system is on" and sm "eeprom read failure". The replaced footswitch and cable were returned for in-house eval. Visual assessment of the returned footswitch and cable revealed a missing rear bumper and a kink in the cable. The customer reported sms could not be confirmed or replicated during the functional testing; however a sm "detent failure" was intermittently generated. The cable was functionally tested and a nonconforming connection between pin and socket 15 was found. The returned footswitch was tested using a known good cable, and passed. No add'l functional testing was conducted. A review of complaints for the last 24 months did not indicate any add'l similar reports for this footswitch or associated system. The root cause of the customer reported event is unk. The root cause of the sm "detent failure" generated during functional testing was determined to be due to a nonconforming connection between pin and socket 15 of the footswitch cable. (B)(4).